Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-12-30 crts (B)(4). (Con): information was received from a patient implanted for non-malignant pain and failed back surgery syndrome. The patient reported that they were not keeping up on their recharging because they noticed their implantable neurostimulator would not hold a charge. They added that they noticed this issue a least a year ago. The patient stated that the ins only holds a charge ¿for like a week¿ so they stopped recharging it. They noted that the ins has not been recharged for 2 months, but they can still charge it. The patient was redirected to their healthcare provider. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient's weight was provided. No steps were taken. Patient contacted the rep. It was unknown if the issue was resolved. Patient still had the device and stated were disappointed. No further complications were reported.